Manufacturer narrative:
A ge service representative performed an onsite investigation. The filament driver pcb was evaluated and reseated. A complete filament calibration was performed. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the images were black and an intermittent "filament regulator failure" error message was displayed. This error occurred during a procedure with pt involvement, therefore, this malfunction may have resulted in a possible aro. There is no report of injury or death.